Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer contacted abbott regarding the axsym rubella igg assay where the customer observed increased negative control values. The customer stated the reagent lot was replaced, and all maintenance was up to date and no instrument issues were identified. The customer was asked to check the instrument pumps and if there were no issues, recalibrate the rubella assay. The customer reported the rubella recalibration failed with the master calibrator 1 too high. The customer was sent a new reagent and calibrator. The customer stated the rubella recalibration failed with the new reagents and calibrator. The customer performed troubleshooting of the issue by centrifugation of calibrator a and recalibrated the assay successfully. The customer did not report results and pt management was not impacted.